Event description:
It was reported that undersensing was noted on recorded episodes sent by a remote monitor transmission. No changes were made to programming and the patient continues to be monitored by the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).